Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. The insulin pump did not have moisture damage. The issue was not resolved. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. (B)(4).